Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient had a return of symptoms in (B)(6) 2018. They spoke with a manufacturer representative a while ago, in (B)(6), who helped them change the numbers over the phone. After making these adjustments the device helped their symptoms for a while but now their symptoms have returned; the ins ¿suddenly¿ stopped working for their symptoms on sunday, the (B)(6). The patient wanted assistance to make a change. Troubleshooting found that stimulation was on, at 6.35 on program 3. The patient attempted to increase on program 3 but was seeing the ¿upper limit¿ screen. They then switched to program 4 and increased from 0.4 until they could feel stimulation. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient did not inform the rep of a return of symptoms on (B)(6) 2018; their note states that the patient saw the healthcare provider to establish care as they had just moved to the area. They are on program 2 at 6.35 with the device on and therapy working well for the patient. It was stated that the healthcare provider had asked the rep to contact the patient to answer questions regarding their controller. The patient did not have complaints regarding their device and they had denied issues when the rep spoke to them over the phone. The rep tried to give instructions on making program changes, but the patient was not comfortable making changes and therapy was working well, so it was left on program 2. After discussions with the patient they decided to move the patient to program 3 to decrease the amplitude to extend battery life; ¿moved patient to program 3 at 4.25 which is a lower amplitude compared to program 2 at 6.35.¿ no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a manufacturer representative. It was reported that the office first told the manufacturer representative about the patient¿s earlier return of symptoms on (B)(6) 2018. It was noted that the patient was moved to program 3 and responded well. The rep was not aware of any concerns in june 2018. It was reported that the rep spoke with the patient on (B)(6) 2018 and the patient informed them that their symptoms were doing great since the last change. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that they did not know the circumstances that led to the sudden return of symptoms, and they wish they did. The patient stated it was ¿maybe something they ate, brown bread and spicy food, a very big bowel movement.¿ the patient continued that ¿other times nothing happens and they were fine.¿ the patient stated that now they did not eat excessive roughage or spicy food. No further complications were reported.